Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and 5 shocks for what appears to be an atrial fibrillation (af) with rapid ventricular response (rvr) event. The device remains in service. Medication changes were recomended by the following cardiologist. A couple of months later, the patient received, again, inappropriate shock therapy due to a suspected atrial driven tachycardia. Several months later, the device again delivered (atp) and shocks for what appears to be an (af) with (rvr) event based on the irregularity of rhythm. One of the shocks slowed the rhythm enough for the episode to end. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and 5 shocks for what appears to be an atrial fibrillation (af) with rapid ventricular response (rvr) event. The device remains in service. Medication changes were recomended by the following cardiologist. A couple of months later, the patient received, again, inappropriate shock therapy due to a suspected atrial driven tachycardia. Several months later, the device again delivered (atp) and shocks for what appears to be an (af) with (rvr) event based on the irregularity of rhythm. One of the shocks slowed the rhythm enough for the episode to end. The device has been explanted and returned for analysis without additional allegations at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The returned implantable cardioverter defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and 5 shocks for what appears to be an atrial fibrillation (af) with rapid ventricular response (rvr) event. The device remains in service. Medication changes were recommended by the following cardiologist. A couple of months later, the patient received, again, inappropriate shock therapy due to a suspected atrial driven tachycardia. The device remains in service. No adverse patient effects were reported.